Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed error code b30 ¿ communication error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned for evaluation. The definitive root cause of the b30 communication error could not be determined. Troubleshooting will be performed. Olympus will continue to monitor field performance for this device.